Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer was able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.

Manufacturer narrative:
The pump gave a compromised force sensor alarm during the basic occlusion test due to a loose / protruded drive support. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and missing end cap sticker.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.